Event description:
The chair allegedly "caught fire". The dealer believes it started in the controller. The consumer was transferred out of the chair when it allegedly started to smoke. It is not known if any actual flames were seen. No injuries are alleged.

Manufacturer narrative:
No RMA number was available at the time of this submission. The consumer will be provided a replacement wheel chair.